Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a con. It was reported that the pain was a concern with the placement location of the device as it put pressure on their nerve. To resolve it, they received injections and therapy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The patient was calling to make sure their stimulation was on. Patient explained they had turned stimulation off for a period of time and had been trying to turn it on, but when they pressed the button, nothing worked. Patient later said the screen was lighting up, but they just wanted to set it up and down. Patient reported they had been having trouble with sciatic nerve and hip and turned stimulation off in the fall of 2017 because their husband thought it was caused by their stimulator sitting on their sciatic. Patient said that since turning stimulation off, they had not noticed any difference in their sciatic and hip pain. Patient had went to like 6 doctors and was then sent to pain management. Patient stated it was hard because they could not walk or stand up because it was so bad, patient had been using a cane up until the last month and a half. Patient stated they did not use the cane anymore and was having better results. Patient stated they had 2 shots for sciatica and it got better, then almost the next day, it started into their hip. Patient said they had 2 shots in their hip so far. Patient reported this had been since (B)(6) of 2017. Patient reported that with stimulation off, they pee themselves and was still going to the bathroom, later the patient said like 30 times per day and they had to go to the bathroom as soon as they stood up. Patient worked with patient to turn stimulation back on. Patient was on program 2 at 1.4 and described the stimulation as feeling heavy and not real comfortable. Patient was successful to decrease stimulation to 1.1 and said it didn't feel too bad and was no longer bothering them. Patient stated it felt like it was heavy, pushing down, but patient wanted to try 1.1. Patient was redirected to their healthcare provider to resolve symptoms and reported they had an appointment with a new healthcare provider on the (B)(6), they wanted the stimulation turned on before they went there. It was reported that the patient provided confusing information, but it was confirmed that the stimulation did help with the leaking and going 30 times a day. No further complications were reported or anticipated.

Event description:
Information was received from a consumer (con) and a healthcare professional (hcp) regarding a patient who was implanted with an imp lantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that the patient had experienced severe pain in the right buttock, which was starting to go up their back. The patient stated that they could not sit, stand, walk, or move as a result. It was stated that the patient had seen their managing hcp twice about it and was told that the device was fine so they were referred to an orthopedic hcp. They took several x-rays of their right hip and was told that there wasn¿t anything wrong with their hip, but the device itself might be sitting on their sciatic nerve. The patient indicated that the pain was so bad now that they called the hcp again and was told that he was out of office. It was noted that the issue was occurring daily. When asked if the pain was worse, better, or the same with stimulation on or off, the patient stated they did not know and hadn't checked. It was mentioned that it started out intermittent and now it was just constant and intense. The change in therapy/symptoms was considered as sudden. On (B)(6) 2017, it was reported by a hcp that the patient had been admitted to the hospital for the pain. It was unknown if the pain was related to the ins. It had gotten more intense on (B)(6) 2017 and the hcp wanted a manufacturer representative (rep) to come by and assess the system. The patient had back pain and ambulatory dysfunction. There were no further complications reported or anticipated.